Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump screen goes out. Customer stated that insulin delivery in reservoir was consumed only 50% and stops. Customer stated that they had to reset it to utilize rest of the insulin. No harm requiring medical intervention was reported. The device will not be returned for analysis.